Manufacturer narrative:
(B)(4). An actual suture needle was returned for evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was mixed mode and contained both microvoid coalescence and intergranular fracture. This was a mixed mode fracture. The needle exhibited amounts of ductile and non-ductile features. As no conclusion could be reached as to what may have caused the reported incident, the reported complaint could not be determined. A representative sample was returned for evaluation. During the visual inspection of sample, the swage and attachment area were as expected; also, the tip and body of the needles were examined under magnification and no defects or needle breakage were observed. The sutures were dispensed without problems and examined along of the strand and no defects or damage were observed. The samples were tested by resistance test to needle and the needles met the requirements. Per the condition of the sample, no needle breakage was found on the sample.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the needle was easily broken at the middle part during interrupted suturing. There were no adverse consequences to the patient.